Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument no longer close. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The scissor blades were tinged and showed signs of usage. Due to the damage, the scissors cannot be closed completely. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.